Manufacturer narrative:
Post market vigilance (pmv) received one reload . Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. Pmv performed functional testing. The reload was loaded into a pmv for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. The distal cartridge suture was not released after fully firing the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the device was unable to fire. A new device was used in order to complete the case. Patient outcome is asked but unknown.